Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5). As found condition: the pushwire was returned inside of a biohazard bag and a shipping box. There was no braid returned with the pushwire. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the pipeline flex shield was confirmed as the braid was found detached from the pushwire. No damage was found with the pushwire. The cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the surgery was changed to ordinary stent embolization, which increased the surgical risk more than planned. There was no friction or difficulty during delivery or positioning. The pipeline was not implanted at the intended location. The device did not jump during deployment. The tip of the catheter did not move during deployment. The pushwire was not rotated or pulled back at anytime during the procedure. There was no friction/resistance during resheathing or retrieval of the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline shield that was unintentionally deployed from the delivery wire during retrieval. The patient was undergoing an aneurysm embolization procedure to treat a cavernous sinus unruptured saccular aneurysm. The aneurysm max diameter was 4.5mm and the neck diameter was 3mm. Vessel tortuosity was normal. It was reported that the pipeline and all accessory devices were prepared per the instructions for use (IFU). After the catheter was in place, the pipeline was delivered. The catheter was pulled back to deploy the pipeline stent normally. During deployment, the surgeon retrieved the pipeline to adjust the position. During the process of retrieval for repositioning, the pipeline stent was suddenly unintentionally deployed from the delivery wire and could not be retrieved or withdrawn. It was noted the treatment strategy was then changed to finish the procedure but there were no associated patient symptoms or other complications associated with this event